Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a procedure (B)(6), 2010. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. Reportedly, the patient underwent revision surgery on (B)(6), 2012. All other information, including the patient's current condition, is unknown and reportedly unavailable.